Event description:
Patient presented with a clicking noise after 2 dislocations. Revised due to ceramic liner fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient presented with a clicking noise after 2 dislocations. Revised due to ceramic liner fracture.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. Device evaluation concluded that the trident alumina insert/sleeve assembly showed evidence of impingement with the stem on the sleeve of the assembly and evidence of wear on the inner rim of the sleeve from contact with the alumina head. The material analysis report concluded that there was evidence of impingement of the stem with the sleeve of the trident alumina insert/ sleeve assembly. This impingement likely corresponded to edge loading on the rim of the trident alumina insert, ultimately resulting in fracture of the alumina insert. After fracture of the alumina insert the alumina head contacted the inside diameter of the sleeve creating a wear mark. Nothing could be learned about the fracture because the original fracture surface has been destroyed by secondary cracking. No material or manufacturing defects were observed on the samples inspected. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause of the impingement could not be determined as further information is needed.